Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation when the protective sheath was removed, the stent became stuck and stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR: the entire stent appeared damaged with 3 rows of the most distal stent struts and 3 rows of the most proximal stent struts appearing squashed. The mid-section appeared to have been stretched with the stent struts distorted out of their original crimped stent profile. The stent delivery system or any other associated components were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported that stent damage occurred. A 2.25 x 38 synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation when the protective sheath was removed, the stent became stuck and stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.